Manufacturer narrative:
Device received with all operating currents within specification and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test. No unexpected rewind anomalies noted. No unexpected audio or vibrate anomaly or absence of alarm. No excessive no delivery or occlusion alarm noted. No unexpected failed battery alarm anomalies noted. No unexpected low battery alarm anomalies noted. No motor error alarm noted. Motor passed motor test. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a motor error alarm. Customer also reported that insulin pump was making louder/whirring noises and clicking during rewind process. Customer stated sometimes second portion of dual bolus was not being delivered without warning. Customer also stated that batteries last less than a week and rejected new room temperature batteries. The insulin pump had failed battery test. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.